Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements taken on (B)(6) 2019 showed channel 12 with high impedance and 4 channels involved in two separate short circuits. Two of the channels involved in the short circuits were disabled. The user has not reported any issue with hearing performance.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other mechanical damages are attributable to the removal surgery. This is a final report.

Event description:
In situ measurements from october 2015 show two channels to be involved in a short circuit. However, the user has not reported any issue with hearing performance. The user was explanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements taken on (B)(6) 2019 showed channel 12 with high impedance and 4 channels involved in two separate short circuits. Two of the channels involved in the short circuits were disabled.